Manufacturer narrative:
Device investigation details: the device was returned with a broken cartridge connector stuck in the drug chamber. Engineering logs confirmed alert 38. The broken cartridge connector was taken out; however, the housing will need to be replaced due to exterior damage. The cause for alert 38 is unknown; interior components were inspected; no abnormalities were observed. The customer reported complaint was confirmed.

Event description:
It was reported that the ilet generated alert 38, then restarted and the alert resolved, after which the user could not remove the cartridge because it was stuck in the device, consistent with a failure to disconnect at the connector/coupler with a reported blood glucose level of 202 mg/dl. The device was replaced and the user had backup therapy available. Investigation of this case revealed a mechanical problem at the connector/coupler consistent with a device failure to disconnect. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.